Event description:
It was reported that the device intermittently shuts off. This was called in by the sales representative. It was further reported that there is a possible warranty on the product.

Manufacturer narrative:
Additional information will be provided once investigation is completed.